Manufacturer narrative:
Additional patient information - height: 178 cm. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the swollen carrier system was correctly inserted into the introducer sheath. All steps were executed correctly. The two components were put together correctly. The following information was provided by the user facility: when pulling out the system, there was no resistance. The complete system was pulled out (without possibility to place the anchor). Hemostasis achieved by manual compression. It was reported that manual compression was applied for 10 minutes. It was reported that the patient is stable with minor harm.

Manufacturer narrative:
One used 6 fr sts was returned for evaluation. The following components were returned: the hemostatic sheath mated with the carrier tube assembly. No other accessory components were returned. Visualization revealed that the deployment sleeve was in a partial forward lock position with the anchor residing just outside the carrier tube assembly. No other anomalies were noted with the device. The device was then subjected to functional testing. The deployment sleeve could be moved easily into the full rear lock position. The anchor posted. The device was withdrawn to replicate positioning of the anchor. The suture and tamper tube were exposed. No further issues were noted. The sts IFU ous states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." The complaint can be confirmed for pullout. The device was returned with the deployment sleeve in a partial forward lock position indicating the device was not in the full rear lock position before the device was withdrawn. Functional testing was able to be carried out to deploy the device. The IFU caveats properly deploying the anchor which does not seem to have been followed. During functional testing, the device deployed as intended. At this time, the exact cause as to the reason the device was in the forward lock position cannot be determined. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.